Event description:
It was reported that telemetry confirmed a critical alarm occurred due to zero ml in the reservoir reached. The patient had heard the pump alarm on (B)(6) 2012 and the health care provider (hcp) suggested that the patient come to the clinic on(B)(6) 2012 for a status check and refill. There was no therapy or medical problem reported. The device system was used to deliver sufentanil and bupivacaine. It was later reported that when the hcp went to refill the pump, he first aspirated and received 2ml while the programmer had indicated the pump was empty. It was noted the hcp had indicated ¿this has happened every single refill, at least four.¿ it was reported the last time there was a low reservoir, the programmer said to expect 2ml and the hcp pulled out 6ml. It was reported the discrepancies were between two and four milliliters. It was reported the patient had been doing well. It was then reported the patient as doing fine and had no symptoms. It was confirmed the discrepancies had been consistent and fell in the labeling specifications range. The patient was again reported to be doing fine and was receiving therapy. It was later reported that the patient had her health care provider (hcp) check the pump when it was alarming due to it being completely out of medication and ¿they said it never registered that the pump was alarming.¿ it was noted the patient had started having ¿problems with the pump last fall or winter.¿ no further information was provided.

Manufacturer narrative:
Concomitant products: product ID 8731, serial # (B)(6), implanted: (B)(6) 2005, product type catheter. (B)(4).